Event description:
It was reported that the patient underwent posterolateral fusion at l3-s1 using 16cc rhbmp-2/acs due to degenerative disc disease. The estimated blood loss was 1600cc, the or time was 209 minutes, the length of the hospital stay was 120 hours. 1 month post-operatively the patient underwent irrigation and debridement as well as drainage in the wound incision. The patient returned to work 296 days post-op. The patient was last seen 10 months post-operatively; no additional complications were reported.

Manufacturer narrative:
Mastergraft matrix, 20cc. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event.